Manufacturer narrative:
Investigation is pending.

Event description:
A patient/end user in (B)(6) reported the following alleged low inratio inr results in comparison to the laboratory inr results. The following information was provided. Therapeutic range: 3.0 - 3.5. In 2013, the patient underwent aortic and mitral valve replacement. One (1) day after procedure he developed clot and stroke. The laboratory inr was 2.8. In (B)(6) 2015: after the patient had a minor stroke, he was prescribed the inratio device for use but did not start using the device until (B)(6) 2015. (B)(6) 2015: 1st comparison inratio inr=3.2; laboratory inr=3.3 (performed within 5 minutes). (B)(6) 2015: inratio inr=3.4; laboratory inr=3.7 (performed within 5 min) - there was no warfarin dose change. (B)(6) 2015: inratio inr=3.6 ate spinach that night. (B)(6) 2015: inratio inr=3.2; laboratory inr=3.8 (performed at same time with a drop of venous blood applied to inratio testing strip) - there was no warfarin dose change. (B)(6) 2015: inratio inr=2.4 and 2.3 (patient took an additional 1mg of warfarin.) (B)(6) 2015: inratio inr=2.6; laboratory inr=3.5. (B)(6) 2015: inratio inr=3.7; laboratory inr=4.1 (performed at same time with a drop of venous blood applied to inratio testing strip). There was no reported adverse patient sequela. There was no additional information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing history for the lot was performed and the lot met expectations. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although the root cause analysis did not include return testing, off-label use was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.